Event description:
It was reported that after successfully implanting two 2.5x12 rx xience xpedition stents in a moderately calcified lesion in the moderately tortuous proximal 1st marginal coronary artery on (B)(6) 2013, it was noted that each stent had expired in (B)(6) 2013. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional rx xience xpedition 2.50 x 12 mm mentioned in is being filed under a separate manufacturer report number. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore an analysis of the complaint device and packaging labels could not be performed. However, a review of the sample labels attached to the lot history report for this lot confirmed that the product was used past the labeled expiration date. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use-by (expiration) date. Based on the information reviewed, there is no indication of a product deficiency.